Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. Upon receipt, the power supply connector pins were recessed resulting in an inability to connect to the charger. The root cause for the recessed pins cannot positively determined but is likely excessive force. No adverse event occurred due to the defective power brick connector. The last pt to use this charger/modem did not report any problems.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger was not properly charging her battery packs. The pt was provided with a replacement battery charger.